Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that approximately 10 days post mynxgrip vascular closure, a patient had irritation and a rash at the closure site. There were no signs of heat at the access site, no fever, only sensitive to touch and visible skin irritation. The physician instructed the patient to apply warm compress to the site and to manually express site. Followed with medrol antibiotic treatment. The mynxgrip vascular closure device was used following a stemi, percutaneous coronary intervention (pci) stent procedure. The physician reported that eight days after the procedure, the patient was noted to be doing fine with a small residual knot still present. Additionally, the physician reported that no further action is necessary.

Manufacturer narrative:
Complaint conclusion: it was reported that approximately 10 days post mynxgrip vascular closure, a patient had irritation and a rash at the closure site. There were no signs of heat at the access site, no fever, only sensitive to touch and visible skin irritation. The physician instructed the patient to apply warm compress to the site followed with medrol antibiotic treatment. The mynxgrip vascular closure device was used following an emergency percutaneous coronary intervention (pci) stent procedure. The physician reported that eight days after the procedure, the patient was noted to be doing fine with a small residual knot still present. At the time of this report, the patient was noted to be doing fine and a small residual knot was still present with no further action being required at this time. Additionally, the physician reported that no further action is necessary. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the manufacturing of the device and the event. However, based off of the event description, patient and/or procedural factors may have contributed to the reported event. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. Without a lot number to conduct a device history record review and without a product analysis, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
At the time of this report, the patient was noted to be doing fine and a small residual knot was still present with no further action being required at this time.